Event description:
It was reported that during a coronary stent procedure, the physician initially experienced inflation difficulties during post dilation. It was also reported that there were deflation difficulties. The entire system was removed without incident. No pt injuries or complications occurred.